Manufacturer narrative:
The device was returned for analysis. The failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances; therefore, could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effects of occlusion, hemorrhage and vascular dissection are listed in the prostyle instructions for use (IFU), as potential adverse events associated with use of the suture mediated closure devices. Based on the information provided, a definitive cause for the reported failure to achieve hemostasis could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). The patient effects and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using two prostyle after a right superficial femoral artery atherectomy and stenting procedure with a 6f sheath. Reportedly, there was no initial bleed back from the marker lumen. The device was pushed a bit deeper until bleed back was seen. Deployment failed as if a cuff miss [suture retrieval issue] was noticed. Another prostyle device was deployed successfully; however, bleeding continued. A 10f sheath was inserted as there was significant bleeding. A dissection was noted; the cause is unknown. Manual compression achieved hemostasis. Post-closure, a reduction in distal pulses was observed. The leg was cold. The access area was found to be closed. The dissection was found to be a flow-limiting dissection. A stent was implanted via radial access to restore flow. There was no adverse patient sequela; however, there was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.